Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted the mesh was identified in the supraumbilical area surrounded by at least 3 hernia sacs. A point above the mesh and the hernia sacs was chosen to enter the abdominal cavity which was accomplished utilizing the electrocautery. Several loops of bowel were noted adherent to the mesh and these were carefully cleared. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/14/2021. Additional b5 narrative: it was reported that that patient experienced recurrent incisional hernia following surgery.

Manufacturer narrative:
Date sent to the FDA: 6/21/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.